Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown morphine 1 mg/ml at 0.5 mg/day (current) and the patient¿s ¿new¿ medication was morphine 10 mg/ml at 0.5 mg/day via an implanted pump for spinal pain. It was reported a programming error occurred and the wrong drug concentration was entered. The rep was inquiring about a modified bridge bolus. It was confirmed the actual concentration programming error occurred on (B)(6) 2018 at pump implant and on (B)(6) 2018, they discovered the error and would correct it on (B)(6) 2018 along with changing the concentrations from 1 mg/ml to 10 mg/ml, program the bridge bolus and keep the same daily dose. Patient symptoms were not reported. No further complications were reported/anticipated or expected.